Manufacturer narrative:
(B)(4). One used bravo ph recorder was received for evaluation. Visual inspection found that the power button was damaged. This may result in the button getting stuck, causing the power to turn off intermittently.

Event description:
According to the customer, after placing a bravo ph capsule the fully charged bravo recorder turned off and would not turn back on.